Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a mode switch due to a high out of range pacing impedance measurement. Noise was also noted. The patient is not pacemaker dependent and had no symptoms. The physician plans to monitor the patient for now as the patient has other issues. There were no adverse patient effects reported.